Event description:
The customer reported that the subject device insertion tube was peeling at the distal end. The issue was found during reprocessing. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the insertion tube coating was peeling on the insertion section. This report is being submitted for the malfunction found by service during the device evaluation [coating peeling].

Manufacturer narrative:
Upon further evaluation of the device, service found the adhesive on the rubber covering was peeling. There was an insulation failure of the insertion section (electrical leak test), and a label was not properly affixed. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.